Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that after surgery, the patient had maladaptation. The lens was removed and replaced with another unspecified lens in a secondary procedure. There are two medical reports associated with this patient. This file belongs to right eye. Additional information has been requested.